Event description:
During a contrast injection (second of 2 injections), the pt developed stroke-like symptoms. The pt was transferred to the hosp for treatment. Although not seen on film, air embolisms suspected.